Manufacturer narrative:
Components are mixed and dispensed into the appropriate containers. After qc testing product is released and transported to the distribution center. The complaint investigation included a batch history review of the gram crystal violet. The batch history record review indicated no discrepancies. All release testing was satisfactory. Complaint trends were reviewed for a period covering 12 months. During that time there have been no confirmed complaints for this batch. No photos or returns received. A retention sample from the complaint batch was evaluated along with a control batch. The solution appearance of retention sample was satisfactory and comparable to the control; all were deep purple solution with no visible precipitate. Slides of e. Coli atcc 25922 and s. Aureus atcc 25923 controls were evaluated and had satisfactory staining results for retention and control batches. Ten fields of each smear were examined in detail using oil immersion lens of a light microscope. No excessive precipitate, artifacts or bacterial contamination were seen. The retention sample was comparable to the control. Additional information was received, the complaint was reevaluated to determine reportability.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed excessive artifact/precipitation. No erroneous results were reported out.

Manufacturer narrative:
H.6. Investigation summary: a retention sample of the complaint batch was evaluated along with a control batch. Testing was completed per qc standard test method.  Excessive artifact resembling bacteria was observed in the retention sample of the complaint batch. Returns were received on 02/14/2020, but based off confirmation of the retention sample, the return sample was not evaluated. A review of the most recent complaint data indicates a trend in confirmed complaints for artifact. Complaint is confirmed. A recall is being initiated for this batch. The batch history record was reviewed and no discrepancies were found. Root cause is under investigation and will be documented in our quality system.  Bd will continue to trend on complaints for artifacts. CAPA 1491251 has been initiated.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed excessive artifact/precipitation. No erroneous results were reported out.